Manufacturer narrative:
Conclusion: a representative sample was returned for evaluation. It was visually and functionally examined for tensile strength and it met the requirements.

Event description:
It was reported by a veterinarian that a cat underwent a spay procedure and suture was used. Later that day, the animal experienced post op suture breakage.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.